Event description:
The international customer reported the ventilator would not power on via ac power. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician replaced the power supply to address the reported problem. Performance verification testing was completed and tests passed per operating specifications. Factory failure analysis revealed open fuses on the ventilator power supply. The failure analysis finding of the power supply may result in a loss of ac power. Review of the device diagnostic code log indicated a 24/12 volt power failure occurence during operation. If a loss of ac power occurs during use and the ventilator shuts down, an audible power fail alarm will activate.